Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds and the pace/sense portion was capped. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.